Event description:
Device report 1 of 2. Reference MFR report#: 1627487-2012-09966. It was reported, the pt had experienced multiple falls and subsequently experienced ineffective stimulation therapy. X-rays showed the extension had been pulled out of the ipg header. The pt underwent revision surgery. During this procedure, the physician tried to re-insert the extension into the original port of the ipg but was unsuccessful. The extension was put into an alternate port of the ipg. Further f/u identified the pt underwent a second surgical intervention. During the procedure, the pt's extension and the ipg were explanted and replaced. Stimulation and coverage were regained post-operative.

Manufacturer narrative:
Eval: results: a microscopic inspection of the ipg found the lower lead port had a terminal end electrode lodged under the setscrew terminal block. A visual inspection of the ipg setscrews found the lower setscrew had been rotated counterclockwise beyond the stop limit and the setscrew was free under the septum. The lower chamber septum was removed and a microscopic inspection confirmed the extension tip electrode was stuck in the lower chamber at the terminal block. The ipg passed all mechanical and electrical testing during analysis. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.